Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. He doesn't know what his dose and concentration were, he said "it¿s a 40 ccs and they 9.998 and they lowered it and it was at like 5 and then we lowered it down all the way down to 1 and they put me on the oral meds.¿ it was reported that his pump depleted on june 3rd, and says that he has not been hearing a beeping or alarming "because my old doctor made it so the alarming wouldn't go off and he programmed to think it was half full and going at the lowest possible setting of 0.1 and I have been on oral meds since and I am having problems getting refills and I need the ndc code for the medication.¿ he was having slight withdrawals when the pump ran out of medication. His new doctor has been trying to get refills since june and "are having problem with the pharmacy and they said they need ndc codes". The patient was advised to call the healthcare professional (hcp) for any help they might need. There were no further complications reported/anticipated.